Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from a coaguchek xs meter. The serial number was requested but was not provided. The meter result in the morning was repeatedly 5.0 inr. The customer went to the ER because had blood in her urine and was diagnosed with uti. The laboratory result in the afternoon was 3.8 inr. The laboratory result was believed to be accurate and the coumadin dose was adjusted based on this result. There was no allegation of an adverse event. The therapeutic range was 2.0 inr to 3.0 inr. The suspect product was requested to be returned for investigation, but the customer no longer had the products. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.